Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device's screen turned white and was illegible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.